Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's wife reported via phone call unexpected restart alarm on the insulin pump. Customer's blood glucose level was 6.5 mmol/l. Troubleshooting for unexpected restart alarm was performed. Customer advised each time they replace the battery on the insulin pump they are forced to adjust the time and date. Customer advised they also need to remove the reservoir and rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted. No cosmetic damage noted.